Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a transvaginal tape procedure on an unknown date. There were no complications during the procedure. According to the complainant, the patient presented with urinary retention post procedure (exact date unknown). The patient was catheterized and the retention was reported to be resolved immediately following catheterization. However, the patient's current condition is unknown. All other information is unknown and reportedly unavailable.